Event description:
When needle opened in sterile packaging by a pharmacist to use, found to be contaminated inside and outside with dark material. Manufacturer response for bd precision glide needle 16g x 1, precision glide needle (per site reporter): local rep notified.